Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to an hybrid component anomaly. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During an in clinic follow up, the device as found to be in back up mode. Technical support was contacted and it was recommended to replace the device. A device exchange is anticipated but has not yet been performed. The patient was stable.